Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 309597 batch#: 2263232. It was reported that the bd syringe 1ml s/t w/ndl 26x5/8 rb was clogged/blocked. The following information was provided by the initial reporter: "for the last 2 days patient's 27 gauge needle has been coming off when he pushed plunger to administer medication." Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# (B)(4) ¿ needle bent/broken/damaged product: gattex bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch)). Bd syringe lot number(s): 2263232. Takeda awareness date: 14 may 2024. Complaint owner: description: for the last 2 days patient's 27 gauge needle has been coming off when he pushed plunger to administer medication. Patient's husband insisted on troubleshooting issue and declined pharmacist. Status: requesting external evaluation: country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. No additional information provided. Inv due by: 14june2024. Biologics & plasma complaints senior specialist. Global product quality surveillance. Takeda pharmaceutical company limited.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Materials#: 309597 batch#: 2263232. It was reported by the customer that for the last 2 days patient's 27 gauge needle has been coming off when he pushed plunger to administer medication. Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# (B)(4) ¿ needle bent/broken/damaged. Product: gattex bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch)). Bd syringe lot number(s): 2263232. Takeda awareness date: 14 may 2024. Complaint owner: xxxxxx xxxxx. Description: for the last 2 days patient's 27 gauge needle has been coming off when he pushed plunger to administer medication. Patient's husband insisted on troubleshooting issue and declined pharmacist. Status: requesting external evaluation. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. No additional information provided. Inv due by: 14june2024. Biologics & plasma complaints senior specialist. Global product quality surveillance. Takeda pharmaceutical company limited.